Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the abbott next generation drug eluting stent 48mm (abt ng des 48) as a known patient effect of coronary procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The abbott next generation des 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
Patient ID: (B)(6). It was reported that the procedure was performed to treat a target lesion in the mid left anterior descending (lad) artery. Pre-dilatation was performed and the 3.5 x 48 mm abbott next generation drug eluting stent 48 (abt ng des) drug eluting stent was implanted. Post dilatation was performed using an unspecified 3.5 non-complaint (nc) dilatation catheter. An edge dissection occurred and was treated with a 4.0 x 23 mm xience sierra stent. The event resolved the same date. The procedure continued with implant of a 2.25 x 28 mm xience sierra stent in the 1st obtuse marginal artery. No additional information was provided.